Manufacturer narrative:
Corrected data: explanted date corrected to (B)(6) 2015. The reason for this revision surgery was the head had to be exchanged due to the joint dislocating after 2.2 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The root cause of this event was reported as a fall. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and the implant head having to be exchanged.